Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced, but after multiple attempts, the sds could not cross the lesion and it was noted that the stent strut was fractured. The device was removed and it was confirmed that no portion of the stent strut remained in the anatomy. A 3.0 x 18 mm xience v sds was advanced with some resistance, but was able to cross the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.